Manufacturer narrative:
Evaluation, results: other (device analysis pending); patient¿s condition affected effectiveness of device (calcified lesion with 99% stenosis and moderate tortuosity). Conclusion: inconclusive - investigation in progress; device failure related to patient condition (calcified lesion with 99% stenosis and moderate tortuosity). (B)(4).

Manufacturer narrative:
Evaluation, results: no failure detected - (balloon was inflated to nominal and rbp with no issues noted). Conclusions: no failure detected device operated within specification - (balloon was inflated to nominal and rbp with no issues noted). (B)(4)

Event description:
Evaluation summary: the device was returned for analysis. Patency of the inner lumen was checked when a 0.014'. Mandrel was passed through the device, no resistance was noted and mandrel passed through to the tip. The balloon on the device had previously been inflated. The distal tip of the device was flared. The balloon showed no evidence of damage. The device was negatively prepped with no issues noted which would indicate a leak on the device. The balloon was first inflated to 6atm (nominal), it maintained pressure, no issues noted. The balloon was then inflated to 12atm (rbp), it maintained pressure with no issues noted. There was no evidence of a leak on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use one sprinter legend balloon (1.50mm x 15mm) in an excessively calcified lesion in the rca with 99% stenosis and moderate tortuosity but the physician noted air leaking from the balloon in the cine images. When the device was removed the leak was confirmed. No abnormalities were noted during device inspection and prep before the operation. The procedure was completed with a non-mdt balloon. No patient adverse events.